Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve surgery, the device stopped working and gave a red light they tried replacing battery and generator and then noticed the active jaw was loose then broke off outside of the abdomen while cleaning. Another similar device was used to complete the procedure. There was no patient injury.